Event description:
The medical team had an impella cp supporting a 76yo male for a high risk coronary angioplasty. After just over 24 hours of support the pump was explanted. At the explant the pump became stuck and the cannula uncoiled. The cannula's inlet broke and became lodged within the leg. The patient was sent to surgery for removal of the portion of the pump. Of note the patient had calcification in the native anatomy the pump was explanted through.

Manufacturer narrative:
The medical center has not returned any portion of the impella pump for analysis and benchtop investigation. Should the product be returned, and root cause determined, a final report will follow. The failure mode will be monitored and trended.